Event description:
Additional information from the hcp reports the patient was also experiencing confusion and drowsiness. The patient had been diagnosed with a urinary tract infection. The patient was treated with antibiotics. The lioresal was changed based on concentration problems. The patient is reported to have recovered without sequela.

Event description:
The hcp reported the pt presented with nausea, vomiting, and grogginess. The hcp reported "last week patient's pump was refilled with complications." The programming was checked and reported to be okay. A follow up report will be sent when additional info is rec'd.